Event description:
The white open / close twist clamp on the line has become loose and freely moves up and down the line. It appears as though the mechanism has broken inside. The line change was attached by the nursing staff and no further action was required. There was no patient injury or medical intervention reported. The mini transfer line was last routinely changed on (B)(6) 2011, this is usually performed every 6 months. No further information is available.

Manufacturer narrative:
(B)(4). This complaint was not confirmed due to lack of sample available for evaluation. The root cause is undetermined. The lot number is unknown; therefore a batch review cannot be performed. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to watch for similar occurrence trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). The sample is not available, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed.